Manufacturer narrative:
The lot number of the impacted product was revealed through the product investigation on 5/12/2019. A manufacturing record evaluation (mre) was performed for the finished device number 270966, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 5/22/2019. Device evaluation summary: it was reported that a 72-year-old caucasian female underwent primary breast augmentation with a 200cc mentor memorygel breast implant and experienced right sided rupture post procedure. During evaluation of the sample, parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a tear at the end of a line of shell wear in the posterior aspect within an area of siltex cracking. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, and excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 200cc mentor memorygel breast implant and experienced right sided rupture post procedure. As a result, the device was explanted on (B)(6) 2019.